Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced double vision. The iol was exchanged in a secondary procedure 2 months following the initial procedure. Additional information requested and received stated that there was no patient harm and the patient was not hospitalized.

Manufacturer narrative:
The lens was returned in a specimen cup with a clear water-like liquid. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal 23.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal toric (mx60x 23.0) lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).